Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the pic ix lost audible alarms. The biomed reset the pic ix in the closet and the issue was resolved. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Additional information was received which changed the manufacturing site for the device. The final reporting for this event will be completed in MFR# 9610816-2024-00539.